Event description:
During verification testing at the service center, at power up the device displayed a whitescreen error with an audible alarm from the secondary beeper.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.